Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that there was no debris inside the nozzle and that no debris came out when water was run through the air/water channel. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found due to wear of the scope-cover packing, water tightness was lost. Switch 1 had a cut. The forceps channel port had a dent. The light guide-cover glass was damaged. The scope connector cover unit had corrosion due to water leakage. Label on the scope-connector was peeled. Due to damage on the channel-tube, water tightness was lost. The image guide protector had a cut. The plastic distal end cover had a dent. Objective lens had a crack. The light guide lens had a crack. The connecting tube had a cut. The protector of universal cord on the scope-connector side had a cut. In addition, the grip, the switch box, the up/down - right/left knob, the scope connector-case unit, the plug unit, and the light guide lens were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During an annual routine check, the technician reported the channel of the evis exera iii gastrointestinal videoscope was clogged with foreign material. The customer did not report any device malfunction(s). No patient was involved in this event. During the evaluation it was found that the nozzle was clogged with foreign objects. This medwatch report is being submitted to capture the reportable malfunction found during evaluation.